Event description:
During a wpw abaltion, the pt's systolic blood pressure decreased from 170 to 140 to 90 to the 70's. An effusion was documented by a 2-d echocardiogram. There were two pericardial taps (pericardialcentesis). The first tap withdrew 15cc of fluid but the guidewire used was too short to advance an indewlling catheter. Therefore, a second pericardialcentesis was performed that ultimately withdrew 100 cc of fluid. A longer guidewire was used and an indewlling catheter was inserted for drainage. There was no fluoroscopic confirmation on the suspect device that created the perforation; however, it is the physician's opinion that the ablation catheter was the cause of the perforation. The ablation site for the concealed bypass tract was near the coronary sinus os. The pt was transferred from the ep lab to ICU for observation post pericardialcentesis. Transferred to the telemetry unit. Discharged from the hosp to home two days later with no apparent clinical sequelae from tamponade. Reported admitted to another facility 3 days later for dvt. Plan for continued hospitalization until the following weekend.